Event description:
It was reported that the customer received a button error alarm on the insulin pump. Her blood glucose level was 157 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted during testing. Insulin pump had a cracked case at display window corner, minor scratched lcd window, broken reservoir tube lip and missing reservoir tube o-ring.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.